Manufacturer narrative:
(B)(4). Eval: results: (root cause of necked balloon bond cannot be undetermined). Eval summary: there was a crystallized substance present inside the transition tubing, distal shaft and balloon. The balloon had been inflated. The balloon bone was necked and twisted. No further damage was noticed.

Event description:
The physician was attempting to use a 2.5 mm diameter x 15mm length sprinter legend balloon dilation catheter to pre dilate a lesion in a pt. It was reported that the balloon would not deflate, despite using a 50ml syringe. An attempt was made to burst the balloon by further inflating the balloon to 18atms, however, the balloon successfully deflated. A dissection was reported to have occurred during the procedure, however, it was not reported whether the sprinter legend device, or the subsequent implanted drug eluting stent caused the dissection.